Event description:
On (B)(6) 2012 the patient contacted animas to report she had obtained elevated blood glucose readings for one week following use of a newly opened vial of insulin. On (B)(6) 2012 at 7:00 pm, the patient obtained the blood glucose reading of 352 mg/dl. At that time, the patient experienced the symptoms of nausea, vomiting and abdominal pain. The patient took a correcting bolus of ten units insulin via a syringe injection, as advised by her physician. The patient went to the emergency room, where at 9:00 pm her blood glucose reading was 462 mg/dl. The patient was admitted to the hospital with a diagnosis of an undetermined infection and fever. Troubleshooting revealed all pump settings, programming, date/time, and basal settings are correct. There were no issues reported with the infusion site or infusion set. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's reagent handling may have been incorrect by using refrigerated insulin and allowing it to warm to room temperature for only thirty minutes. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.